Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -13.00/3.0/095 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Lens rotation was observed. The lens was repositioned on (B)(6) 2022 and this did not resolve the problem. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial; dry with residue and debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).